Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked with moisture damage inside the battery compartment. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. With the test cap securely in place on the pump, the pump powered on normally and was exercised for 12 hours without any interruption in power. Investigation confirmed the damage and moisture in the pump but did not duplicate the ¿no power¿ complaint.